Event description:
Healthcare professional reported "ruptured within the capsule". Superior capsulotomy was performed. This record is for the right side. Device was explanted and replaced. The device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.